Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) procedure with a carto® 3 system and a map shift with no error error message, no patient movement and no cardioversion issue occurred. Mid-case during contour acquisition, it appeared that the contours were off. When they re-drew contours, they were 2 cm off from the original. They also noticed that their maps were also way off, as if there was patient movement but there was none. There were no errors present and no cardioversion had been performed. They believed there was a map shift without warning. New maps were created to continue the case. There was no patient consequence reported. Additional information was received on 17-aug-2023. No error populated on the system. They were noticing their fast anatomical maps (fam) was off as well as sound contours. The issue was seen during ablation. No cardioversion performed prior to the map shift. No patient movement before detecting the shift. The map shift with no error error message, no patient movement and no cardioversion was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) procedure with a carto® 3 system. Mid-case during contour acquisition, it appeared that the contours were off. When they re-drew contours, they were 2 cm off from the original. They also noticed that their maps were also way off, as if there was patient movement but there was none. There were no errors present and no cardioversion had been performed. They believed there was a map shift without warning. New maps were created to continue the case. The investigation was completed on 02-oct-2023. The biosense webster field service representative confirmed that the issue was not duplicated after restart. No failure was found with the system. The biosense webster field service representative confirmed that map shift was not duplicated in subsequent cases. An investigation was initiated by the manufacturer to investigate the issue. It was found that the reported issue was caused by the patient movement. The system is ready for use. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system # 11717, and no internal actions related to the reported complaint condition were identified. H6. Component code of ¿appropriate term/code not available (g07002)¿ represents ue-map shift. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).